Event description:
The customer reported that after use of the qcpr meter on an elderly pt with "paper thin skin" a 1.5 inch laceration was noted with sternum visible. They described this as a "cut/tear". The pt was transferred from the care of the ambulance to the care of the hospital staff. No other pt info was available.

Manufacturer narrative:
(B)(4). A f/u report will be submitted after philips obtains more info concerning this event.